Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during a meniscal repair, after the 2nd fire of the omnispan meniscal repair 27 deg did not release the 2nd plate. It was reported that the device had to be changed and after the 2nd firing the omnispan meniscal repair 27 deg could not deployed the 2nd plate. Another device had to complete the surgery. No patient consequence and no surgical delay was reported. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Upon inspection, it was found that the device was incomplete as the meniscal deployment gun was not returned. Without the gun, a physical evaluation cannot be conducted. However, only the needle and both implants with the suture attached were returned. A visual inspection was performed to determine if there were any gross visual defects that may have contributed to the reported complaint condition. No anomalies were observed. One implant was on the needle, while the other implant was not on the needle, indicating it had been fired and confirming there was no double deployment. Therefore this complaint is not confirmed. Based on the information, at this time, the failure cannot be confirmed or a root cause cannot be determined. No failure was identified, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : no failure was identified, therefore a manufacturing record evaluation is not required.